Event description:
It was reported that the patient had the artificial urinary sphincter device was removed due to recurring incontinence on (B)(6) 2018. A new artificial urinary sphincter device with a 4.5cm cuff was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter device was removed due to recurring incontinence on (B)(6) 2018. A new artificial urinary sphincter device with a 4.5cm cuff was implanted. Analysis results as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.